Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experience an elevated blood glucose (bg) of 530 mg/dl and was transported via ambulance to the hospital. Subsequently, the customer was admitted to the intensive care unit (ICU) and was treated with intravenous saline and insulin. Reportedly, the customer was released from the ICU on (B)(6) 2022 with no permanent damage. Reportedly, the issue was due to the pump battery intermittently depleting quickly, resulting in the pump shutting down. The customer continued to use the pump for insulin therapy.